Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that he was sitting in his chair and was possible leaning on his device. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would replaced and agreed to return the product for analysis. The customer also reported via phone call that he had a off no power alert on the insulin pump. Customer was advised to insert a new energizer aaa alkaline battery and monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent response due to moisture damage keypad traces. No button error alarm during testing. Pump charged and monitor for several days. No power anomaly and passed displacement, off no power, idle current and self current test noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.